Event description:
It was reported from japan that the motor device made abnormal noise, vibrated and generated heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was loose, the moving parts did not move smoothly, run in the locked position, had low power, made excessive noise, was vibrating, heating up and the flex circuit was damaged. The device also failed pretests for visual assessment, loctite assessments, safety assessment, rotational speed assessments, noise assessment, handpiece temperature assessment and hand control assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. Reporter name and contact is a j&j employee but the address provided is the customer's address. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: it was further clarified during investigation that the sleeve was heavy, the housing pin was loose, the device was rotating on safe mode, had insufficient speed and the console displayed 74000 rotations per minute during operating.